Event description:
It was reported that images are slow to open after taking x-rays.

Manufacturer narrative:
Ge representative evaluated system, and reformatted the hard drive. System operates as intended.